Event description:
The user facility reported that the doctor performed a gae with 6 french antegrade access in the common femoral artery. When the procedure was complete, a 6 french angio-seal was opened for closure. An ultrasound showed a vessel size of greater than 7mm, and access was in the left common femoral artery (cfa). There were no issues gaining access with the sheath, or with introducing the angio-seal. The physician also stated that the access was not at a steep angle (was approximately 45 degree) and the site always used a pannus retractor on all antegrade access to ensure that the access was not too steep. The physician noted that after locating the arteriotomy, when he was introducing the angio-seal device into the angio-seal sheath, that he felt resistance again when the angio-seal device got close to angio-seal sheath where he would click the two pieces together. The physician stated that it felt like the angio-seal sheath was trying to kick back. When the angio-seal device was retracted for deployment, the entire device came out in its entirety. The tip of the angio-seal anchor could be seen still within the angio-seal sheath. Manual pressure was held to obtain hemostasis. The patient remained stable throughout and the procedure was a success. The blood loss was less than 250cc.

Manufacturer narrative:
A2: age: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the arteriotomy locator, hemostasis sheath and carrier tube. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the distal tip. The device is set to forward lock position, deploying the anchor. The device is reset to rear lock position, posting the anchor on the distal tip of the device. The anchor is manually pulled, deploying the anchor, collagen and tamper tube. The complaint can be confirmed for a nondeployment device pullout. The returned device was used and contained the anchor, collagen, and tamper tube. It was able to be successfully deployed. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).